Event description:
Kimberly-clark received a report stating, ¿during a colonoscopy, the physician deployed the forcep, opened it, and was unable to close the forcep. He had to remove the scope in order to retrieve the forcep. There was no patient injury or medical intervention required, but the procedure was prolonged and the patient was anesthetized for the procedure. The physician had to rescope the patient and use another forcep, without incident." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
Review of the device history record is pending. If any additional relevant information is identified following completion of the DHR review or once samples are evaluated, the additional relevant information will be submitted in a follow-up report. One sample was received, and no obvious defect or damage was identified by visual examination. When the forceps were actuated using the thumb handle, slight friction was detected; however, the forceps did not properly activate. Investigation is ongoing. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.